Manufacturer narrative:
S/w version 4.11d. Retainer ring clear. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, cracked case (battery tube), pillowing keypad overlay, and cracked retainer. Cosmetic damage was confirmed at the battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.